Event description:
It was reported that a cord blood processing center in another country experienced leak/breakage from the bag component of the device after centrifugation. The contents of the bags were discarded and thus there was no potential for transplant to a recipient.

Manufacturer narrative:
Device evaluation begun, but not yet completed.